Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the patient experienced erosion of internal tissue including erosion through the vaginal walls. No other information is available.